Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after performing a supply change immediately after eating; the user later reported a blood glucose of 293 mg/dl, and the agent advised waiting at least two hours after meals before supply changes and to reassess in one hour as the system trend showed glucose declining. Symptoms included no reported clinical symptoms. Outcomes included no reported medical intervention or hospitalization. Investigation included review of available bionic system reports and troubleshooting with user education on appropriate timing of supply changes relative to meals. Investigation of this case revealed no device malfunction and suggested user technique and timing after food intake as the probable contributor to the high glucose reading. It was concluded, based on previously established findings for similar reports, that the cause was unable to determine conclusively but consistent with use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.